Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the scissor tips were removed before pre-disinfection and will not be returned back to isi. The procedure was a conservative hysterectomy. The issue occurred during the procedure and the customer used a replacement instrument. No fragment fell into the patient. The reporter was not sure if the incident resulted in the administration of additional anesthesia to the patient, but the reporter does not think so since the change of instrument was decided quickly. There was no harm to the patient, just a materiovigilance.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) or the mcs tip cover accessory for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the protective scissor tip of the monopolar curved scissors (mcs) instrument appeared to have slipped during use (after 1.5 hours). The surgeon asked to remove instrument and replace tip correctly, when putting the msc instrument back into the trocar, an error message (instrument not recognized, remove and replace instrument) appeared on the screen. The customer used a monopolar hook as a replacement to continue the procedure. When cleaning the msc instrument, a severed cable was discovered. No clinical consequences. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.